Event description:
While receiving darzalex infusion via mediport, staff noted a small damp area on right posterior thigh after returning from bathroom. Staff assessed IV tubing and noted it was leaking. The filtered extension set was where the leak was from, so it was changed.